Event description:
The axial length (al) measurement values of an iolmaster 700 demo unit are incorrect. This would lead to an al error of approximately 0.25mm, which would result in an intraocular lens error of approximately 0.8 diopter. This in turn would result in a refractive error of about 0.5 diopter.